Manufacturer narrative:
Fulla, j., larenas, f., saldivia, d., ibanez, h., elorrieta, v., sanchez, c., & salvado, j. A. (2026). Automated intrarenal pressure control in flexible ureteroscopy using an integrated ureteroscope pressure measurement and fluid management system: first in-human use. World journal of urology, 44, 45. Https://doi.org/10.1007/s00345-025-06127-w. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a prospective, observational study was conducted to evaluate the safety and clinical performance of an automated fluid management system (asurys) with intrarenal pressure control during flexible ureteroscopy (furs) for the treatment of renal and ureteral stones. A total of 14 adult patients underwent (flexible ureteroscopy) furs between (B)(6) 2025 at two (B)(6), chile. All procedures utilized the lithovue elite single-use flexible ureteroscope integrated with the asurys system in lithovue elite mode, allowing continuous real-time intrarenal pressure monitoring and automated irrigation control. A holmium: yag laser, including the lumenis p120 moses 2.0 system, was used for lithotripsy in selected cases. Postoperative complications were minimal, with one case (7%) of urinary tract infection requiring antibiotics (clavien-dindo grade ii), one case (7%) of mild pain without obstruction or infection, managed with oral analgesics and observation, and one case (7%) of emergency department revisit. A ureteral stent was placed in 11 of 14 patients.